Event description:
It was reported that the patient was experiencing difficulty charging the ipg, despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed of per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago.